Event description:
Customer called lfs in 2002 alleging their fasttake meter kept prompting an error 2 message. Customer stated that last night patient was unable to test on their fasttake meter because it kept giving patient an ER 2. This was unresolved with troubleshooting. Customer stated that they took their insulin (amount unknown). Then later (time difference unknown) patient started dozing off, felt shakey, and that their body went limp. Customer stated that they had to crawl to the phone and wasn't even able to dial 911 so patient dialed 0 (operater) and they connected patient to 911. When the ambulance arrived they tested patient's blood glucose and the reading was 41 mg/dl, they gave patient IV glucose and tested patient again later, the reading was 100 something mg/dl on the emergency medical technicians meter (customer did not remember the exact reading), customer was taken to the hospital emergency room and was kept over night for observation. Customer reading before being discharged 92 mg/dl. Unable to reach customer by phone to obtain more information, a letter has been sent.